Event description:
It was reported that the date on the device's internal clock was inaccurate which resulted in a false elective replacement indicator (eri) alert. Technical services were contacted and a software reset was performed to resolve event. The patient is stable.